Manufacturer narrative:
Philips product support specialist (pss) spoke to the customer, and reviewed paging logs from the iem paging system. The customer needed the iem activity log proving the device was assigned okay to the appropriate person in philips iem on (B)(6) 2019 at 10:06:00. The message log and activity log did show that the device was assigned: the final status of this alarm message was "rejected", which means the phone assigned in vocera software was not able to accept the message because the person assigned in vocera was not onsite at the time of the alarm. Per the sites iem system administrator, the customer's clinical team seems to know iem is secondary but still prefers to use iem as primary. There was no malfunction of the philips paging system; this is considered user error. The investigation found that one alarm message was delivered from bed 334:1 on (B)(6) 2019 at 10:06:00 am to the vocera phone system. The final status of this alarm message was "rejected" indicating the phone assigned in the vocera software was not able to accept the message, because the person assigned in vocera was not onsite at the time of the alarm. Regarding the site relying on the philips emergin paging system for primary alarming, per the emergin IFU, "the intellispace event management software provides healthcare professionals with supplemental information about patient alarms, technical alarms, nurse call alarms and system information messages (events). The product can route all or subsets of this information to selective remote devices such as pagers, phones, or marquees. Receipt of alarm messages or events by the external device, is not confirmed and delivery to the end device is not guaranteed. The primary alarm notification is the device producing the alarm or event. This product line is not intended to provide real-time information, nor is it a source of patient alarms, nor is it a replacement for alarming devices." The device remains at the customer site. No subsequent calls logged for this device/issue. No further investigation is warranted at this time.

Event description:
The customer reported that they need activity log for (B)(6) 2019 at 10:06am for bed rm 334 tele-v-fib/tach, due to a recent paging issue related to telemetry alerts with the emergin (iem) paging system (part 865206). The site relies on the philips iem paging and vocera phone system for primary alerts. The patient had a cardiac arrest and died.